Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; damaged (detach) downstream occlusion (dso) seal, damaged battery compartment, damaged air detector. The reported problem was duplicated. The cause was old software. New software was uploaded to correct the problem. The dso seal, battery compartment, and air detector were replaced. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
The customer returned the device stating, ¿service, repair, software update¿; during device evaluation it was found that the downstream occlusion (dso) seal was damaged (detached). The event occurred during testing. There was no patient involvement.